Event description:
It was reported that the lead was explanted due to an insulation break near the yolk.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.